Event description:
In 2007, the lay user/patient contacted lifescan alleging that she was getting error messages (unspecified) on her one touch ultra meter. The pt was unable/unwilling to troubleshoot the alleged issue; therefore, it is unknown if the product was functioning as intended. She usually tests 2 times per day and takes set dosages of 70/30 humulin insulin everyday (35 units in the morning and 30 units in the evening). The pt indicated that she takes the same dosages everyday. She claimed that the error messages have been occurring off and on for the past couple of months. Beginning in 2007, the pt was unable to obtain successful meter readings. She continued taking her medications as prescribed. Then the following month, the pt developed symptoms of feeling dizzy, weak and had a headache. She attempted to relieve her symptoms with tylenol but the symptoms did not get any better. She thought that her symptoms were blood pressure related so she had her husband take her to the ER. When she got the ER, her blood glucose was "over 300 mg/dl" and she was treated with insulin. Her blood pressure was reportedly fine. This complaint is being reported because the pt alleged was unable to obtain meter readings then became hyperglycemic. The customer care advocate replaced the pt's meter with a one touch ultra2 kit.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it/them and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.